Event description:
The customer reported being in the emergency room due to high blood glucose of 515mg/dl. The caller stated that he felt back pain and eyesight problems. The customer was wearing the insulin at time of his admission, but the doctor had the customer remove the device. The time and date were correct. Further testing could not be performed as customer did not have the settings on his pump and/or a tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.